Event description:
It was reported that the buttons on the insulin pump were unresponsive. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.